Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error and broken force sensor alarm. The customer¿s blood glucose level was 6.8 mmol/l at the time of incident. Customer stated that they went for swimming and insulin pump had an image of a book with a red cross. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and was recommended to refer the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, the unit powered up with a blank display. After further examination of the unit¿s interior, there is visible corrosion and rust on electrical board especially around the battery connectors, and on the back of the lcd screen. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip.